Manufacturer narrative:
The device was not returned to olympus. A root cause could not be identified. However, based on historical data, probable causes of the burnt distal end include material problems such as: degredation. Mechanical problems such as: device migration; stress; wear and tear; leakage; lubrication. These causes can occur between components such as mesh; tube; cover; label; cannula; coating material; power cord; electrical cable; tip; adhesive; lenses; electrode; housing; stain relief; handpiece; access port; camera; and connector/coupler; knob; ring; prong; tube; joint; switch/relay; connector pin; plate; and lenses without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the plastic distal end cover of the bronchovideoscope was burnt. The issue was found during service/maintenance of the device. There were no reports of patient involvement.